Event description:
Caller indicated that they were not feeling well and went to the emergency room. When they were released from the hospital, the customer stated that they tested their blood glucose on the newtek meter nad the first result was 97 mg/dl, second result on the newtek meter was 203 mg/dl and their physician checked with his meter and the result was 490 mg/dl. All results were done within 2 minutes of each other.